Event description:
It was reported that the user experienced bluetooth connectivity issues in which the dexcom g7 sensor lost signal to the ilet, and customer care assisted by having the user toggle the dexcom g6/g7 setting, restart the ilet, and wait for pairing, with a pairing code provided for reconnection and assurance that glucose control continued. Symptoms included no reported clinical effects. Outcomes included an advisory dosing stops soon alert, with the user declining a confirmatory fingerstick when prompted. Investigation included remote technical troubleshooting and user education for sensor pairing and device restart. Investigation of this case revealed a communication disruption between the continuous glucose monitor and the ilet without impact to blood glucose values, consistent with a transient bluetooth pairing issue with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference consistent with environmental or configuration-related connectivity limitations.